Manufacturer narrative:
(B)(4)

Event description:
It was reported the lead prevented stylet insertion once it was placed in the patient. The physician could not be advanced a second stylet within the lead. The device was also not able to be interrogated pre-implant and noted as cold. Another lead was implanted instead along with the device which could then be interrogated. No further problems were reported. Case progressed uneventfully from this point onward.